Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that infusion ran 41 minutes over the expected infusion time. An additional 65ml was needed to be added to the infusion volume on the large volume pump module to complete the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit : initial reporter phone #, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. The event was reported to have occurred on 20 august 2024. No time was reported. On 20 august 2024 at 2:27 pm, the pcu event log showed the pcu was powered on and the suspect pump module was attached at 2:41 pm and assigned to channel b. The user selected ¿no¿. The profile was identified as ¿heme onc¿. On 20 august 2024 at 2:42 pm, the pump module alarmed for flo stop open for 2 seconds. Seven minutes later the device was selected, and the user programmed an infusion with a rate of 999 ml/hr and the vtbi of 1100 ml. The infusion was started. At 4:17 pm, the pump module was selected, and the user programmed a primary infusion using ¿guardrails drugs¿ drugid= 312 was selected ¿investigational drug¿ and programmed at a rate 104 ml/hr and a vtbi of 286 ml.the infusion was started. At 8:00 pm, the pump module was channeled off. No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion was not identified during the investigation.

Event description:
It was reported that infusion ran 41 minutes over the expected infusion time. An additional 65ml was needed to be added to the infusion volume on the large volume pump module to complete the infusion. There was patient involvement but no harm.